Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/26/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 on the abdomen. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported complaint of inaccurate cgm values was not confirmed. A root cause could not be determined.